Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting that they experienced an occlusion on their infusion set tubing. Customer reported that they received a no delivery alarm when they performed a fill tubing procedure. Customer reports that the alarm was resolved by replacing their infusion set with a new infusion set. Customer was unable to troubleshoot the faulty infusion set as the issue was resolved by changing to a new infusion set. Customer's blood glucose at the time of the incident was 87 mg/dl. The product is expected to be returned.